Event description:
A drill bit broke while performing a total hip arthroplasty.

Manufacturer narrative:
The following details the investigation of breakages of drill bit sqc 2.0mm 125/21.5mm. After communicating with the healthcare professional, the lot number or complaint part were not available. Based on literature, the smaller drill bit size is not recommended for use in total hip arthroplasty procedures. Based on internal testing it does not appear to be a product design related issue. However, the design was improved to make it more robust.